Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited speaker defective no sound. No patient involvement reported.

Manufacturer narrative:
Other text: h3: one cadd legacy plus pump was received damaged with a damaged housing. There was no evidence of the reported issue in the event history log. Investigation of the device found issues with the piezo being distorted. The piezo will be replaced to resolve the issue. The cause of the defective speakers was unable to be determined.